Event description:
Additional information received from reporter on 26-dec-2023, for mw5146649. Reporter calling to correct her mailing address as well as to update report. Reporter states she contacted abbott today and completed a product complaint form with them. Reporter states that abbott is willing to send replacement glucose sensors, however reporter has concerns that abbott is failing to address the overall problems with the quality of their product. Reference report: mw5146648.

Event description:
Caller is calling on behalf of the husband. She stated that on two occasions the abbott freestyle libre 2 sensor gave a false blood sugar reading. The sugar reading is in the low 60's. While the reading when done on a finger stick it was normal. Reference report: mw5146648.